Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006, 4193-88 lead, implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event of the threshold and impedance jump was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced inappropriate therapy due to noise/oversensing by the lead, which was visible on the electrograms (egm). There was no capture, a confirmed fracture, and undefined pacing impedance. The lead was programmed off and detections were turned off as well because the patient did not wish to have further intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and replaced.